Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged was hospitalized for high blood glucoses, diabetic ketoacidosis and cosmetic damage on the display window cover. On (B)(4) (svn: (B)(6)) (B)(6), 2021 customer alleged the meter not communicating to the pump. On (B)(4) (svn:(B)(6)) (B)(6), 2021 customer alleged for high blood glucose and insulin flow blocked alarm. The test p-cap locks properly in place in the reservoir compartment noted. Device received with missing display window cover, peeling keypad overlay, cracked select button keypad overlay, cracked battery tube threads and cracked case near the corner of belt clip rails during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history found no insulin flow blocked alarm noted. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm during testing. The test contour next blood glucose meter communicating properly to the insulin pump. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (22.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high blood glucoses and diabetic ketoacidosis. The force sensor is within specification and the motor functioning properly. Cosmetic damage was confirmed at the display window cover. Customer alleged not confirmed for the meter not communicating to the insulin pump. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level and were hospitalized around (B)(6) 2021. The customer had to be hospitalized due to diabetic ketoacidosis. The current blood blood glucose level of customer was 500mg/dl. It was found that the customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of the incident. Customer was treated with insulin pump. The customer also reported that the front screen of the insulin pump was falling off. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.